Manufacturer narrative:
A ge service representative performed an onsite investigation. The main contactor power supply and coil were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the problem reported by the customer of system will not boot. The fse determined the cause of the problem to be facility power below required voltage for system. The fse while troubleshooting replaced components, had facility power increased to proper levels, reseated connections and verified system functionality. The system requires a connection to 240 ac mains. The system can be impacted by low input power and other facility power quality issues. There is no evidence of a device malfunction related to this event.